Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 480 units of cold insulin. The user¿s blood glucose level was 165 mg/dl. Reportedly, the user added more insulin to the cartridge and successfully loaded the cartridge.